Event description:
The home pt (hp) felt overfilled while using the homechoice cycler for apd therapy. According to the hp, they had approx 2500mls in their peritoneum at the start of their apd therapy to be drained out during the initial drain phase. During the first fill phase, the hp began to feel overfilled and discontinued therapy using the device. The hp performed a manual drain, removing approx. 3500mls - 4000mls of solution. The hp performed manual exchange for the next several days until they contacted baxter healthcare's operational support. Review of the device's therapy log revealed the hp had an initial drain volume of -4mls, 1 bypass and 2922mls delivered during fill 1 before the therapy had been discontinued. There was no pt injury or medical intervention.